Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device physio confirmed the reported issue and observed that the device would not remain powered on. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿(B)(4).

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device physio confirmed the reported issue and observed that the device would not remain powered on. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
Physio-control further evaluated the customer's device and based on the data available it was determined that the users had likely placed on object on top of the device, which repeatedly pressed the on/off button, resulting in over 16 hours of on-time. This caused the internal hlc batteries and the previous charge-pak battery charger to become depleted and the device to not remain powered on. The device was opened and an internal physical inspection was performed where no discrepancies observed. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device physio confirmed the reported issue and observed that the device would not remain powered on. As a result, defibrillation would not be possible if it were necessary.